Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. The customer reported that the suture is not good quality.

Manufacturer narrative:
Samples received: 28 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code batch. There are 144 units in stock that have been blocked. We have received 28 closed samples and 2 open and unused sample to analyze this complaint of the 72 units distributed to this customer. All samples have a single thread attached to the needle instead of two (there is no loop, only single suture). We have also requested 108 units from blocked stock for further analysis and all of them have the same failure as the samples received from the customer. Root cause was determined to be a wrong needle attachment in the manufacturing process. The manufacturing personnel by mistake only attached one thread to the needle instead of two to perform the loop. Remarks: the involved personnel has been informed about this issue to avoid that happens again. As no other complaints have been received regarding this issue in the last five years for novosyn loop sutures, we consider that this is an isolated and accidental case. Final conclusion: taking into account that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.